Event description:
It was reported that prior to biomed receiving the arctic sun device a normothermia patient target temperature was 37c on therapy for today. They had been receiving alert 02 (low flow) since day shift. They added water and did trouble shooting on the alert, but they were still having issues with low flow. The flow rate was 0.2 l/m. Adult patient with 4 pads connected. Mis had nurse to stop therapy, drain and device alerted 07 (empty pads not complete). Mis had nurse to disconnect pads over trash can in case of leaking. Nurse reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Nurse verified good airflow to the back of the device. Fluid delivery line secure in the back. Nurse restarted therapy and device primed to 0. Mis had nurse to confirm start therapy again and device primed to 0.8 l/m then zero. The system diagnostics showed outlet monitor temperature (t1) was 11c, outlet control temperature (t2) was 11c, inlet temperature (t3) was 18.1c, chiller temperature (t4) was 5.6c, water flow rate was 0 l/m, inlet pressure was -7.6psi, circulation pump command was 0, mixing pump command was 0, heater showed 0, system hours were 81.7 and pump hours were 51.9. Mis advised to try swapping out pads and call back if any additional issues. Second call from nurse on 01may2023, bedside nurse states they swapped out the pads and device was still alerting low flow. The water flow rate was 0.2 l/m with 4 adult pads connected. The patient temperature was 37.7c and target temperature was 37c. Mis walked nurse through stop therapy, drain and device alerted 07 (empty pads not complete). Nurse disconnected over trash can and reconnected holding nowhere near the clear connectors. Audible clicks verified. All lines straight with no bends or kinks. Fluid delivery line secure and verified no cracks or tears. Good airflow to back of device. Nurse restarted therapy and device would prime to 1.3 l/m at the highest and then zero. Mis had nurse to press start therapy again. The system diagnostics showed water flow rate was 0.2 l/m, inlet pressure was -7psi circulation pump command was 17 percentage, mixing pump command was 21 percentage, heater was 0 water reservoir level was 3. Advised to swap out device and send to biomed for evaluation. Nurse states they did not have another device available. Nurse entered room and discussed consulting team and protocol for alternate method of cooling since no other devices available. They called to state the device had low flow. A check of the diagnostics showed that inlet pressure read -2.6 psi even with the fluid delivery line disconnected. They discussed that this was indicative of a failed pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to biomed receiving the arctic sun device a normothermia patient target temperature was 37c on therapy for today. They had been receiving alert 02 (low flow) since day shift. They added water and did trouble shooting on the alert, but they were still having issues with low flow. The flow rate was 0.2 l/m. Adult patient with 4 pads connected. Mis had nurse to stop therapy, drain and device alerted 07 (empty pads not complete). Mis had nurse to disconnect pads over trash can in case of leaking. Nurse reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Nurse verified good airflow to the back of the device. Fluid delivery line secure in the back. Nurse restarted therapy and device primed to 0. Mis had nurse to confirm start therapy again and device primed to 0.8 l/m then zero. The system diagnostics showed outlet monitor temperature (t1) was 11c, outlet control temperature (t2) was 11c, inlet temperature (t3) was 18.1c, chiller temperature (t4) was 5.6c, water flow rate was 0 l/m, inlet pressure was -7.6psi, circulation pump command was 0, mixing pump command was 0, heater showed 0, system hours were 81.7 and pump hours were 51.9. Mis advised to try swapping out pads and call back if any additional issues. Second call from nurse on (B)(6) 2023, bedside nurse states they swapped out the pads and device was still alerting low flow. The water flow rate was 0.2 l/m with 4 adult pads connected. The patient temperature was 37.7c and target temperature was 37c. Mis walked nurse through stop therapy, drain and device alerted 07 (empty pads not complete). Nurse disconnected over trash can and reconnected holding nowhere near the clear connectors. Audible clicks verified. All lines straight with no bends or kinks. Fluid delivery line secure and verified no cracks or tears. Good airflow to back of device. Nurse restarted therapy and device would prime to 1.3 l/m at the highest and then zero. Mis had nurse to press start therapy again. The system diagnostics showed water flow rate was 0.2 l/m, inlet pressure was -7psi circulation pump command was 17 percentage, mixing pump command was 21 percentage, heater was 0 water reservoir level was 3. Advised to swap out device and send to biomed for evaluation. Nurse states they did not have another device available. Nurse entered room and discussed consulting team and protocol for alternate method of cooling since no other devices available. They called to state the device had low flow. A check of the diagnostics showed that inlet pressure read -2.6 psi even with the fluid delivery line disconnected. They discussed that this was indicative of a failed pressure transducer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. During evaluation, it was confirmed that device was having transducer and inlet pressure issues. Pressure transducer was replaced. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.